Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd discardit¿ ii syringe leaked during use. There was no report of injury or medical interventions.

Manufacturer narrative:
Investigation results: sample evaluation: we have been provided with the affected sample and a reference sample with no defect. A leakage through the plunger rod was observed in this provided sample. Damage in the plunger rod has been verified with magnification. Bhr review we have reviewed our production and inspection records and have established that all production and quality processes were carried out normally. Neither qa nor ncmr's. Syringes were packed in machine nº2023 (november 29 - 30th, 2017). Syringes were assembled in machine, nº4253, nº4235, nº4213, nº4212, and nº4203, in lot #7331800 (november 27th - december 4th, 2017). Research has found no problems, defects or qn related to the reported issue. We have also reviewed the barrels lots #7331814, and #7325880 and no problems, defects or qn related to the reported issue were found. We have also reviewed the plunger lots #7331818, and #7325884 and no problems, defects or qn related to the reported issue were found. Root cause analysis: we conclude that the cause of the problem could be produced as a consequence of a damage in the plunger lip. This could be produced during the handling of the product through the manufacturing process or in the plunger assembly machine. Confirmation: the provided sample presented the reported issue. We could confirm the reported issue. CAPA determination: no - based on an evaluation of severity and occurrence it was determined that no corrective action is required at this time.